Event description:
It was reported that patient underwent a replacement surgery of his artificial urinary sphincter (aus) due to incontinence. Had original aus for 7 years. Urethra atrophy was visually verified by the physician. No additional information available.